Manufacturer narrative:
Correction b5: correct spelling of the reported drug to: 5-fluorouracil (spelled as 5-fluoruracil on initial). Additional information was added to h3, h4 and h6. H4: the device was manufactured from september 25, 2020 - september 28, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed fluid inside a bag that contained the device which indicated a leak occurred. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This issue was discovered prior to patient use. The device was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.